Manufacturer narrative:
The device was returned and evaluated by product analysis on 11/01/2014 with the following findings: the complaint could not be duplicated with investigation. Multiple unexplained reboot events were observed in the pump¿s black box. The battery compartment and battery cap were undamaged and without evidence of moisture. The battery cap contact dimensions were within specification; the battery cap was able to be properly secured to the pump without a power issue. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.